Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patient was installing a light bulb overhead when the shock occurred. The shock sensing vector was set to the primary sensing vector at the time of the shock. Office testing found poor sensing in the other two vectors. Technical services reviewed the device therapy history and found more inappropriate shocks. The system was programmed off and the doctor may implant a trans-venous system. There were no additional adverse patient effects.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patient was installing a light bulb overhead when the shock occurred. The shock sensing vector was set to the primary sensing vector at the time of the shock. Office testing found poor sensing in the other two vectors. Technical services reviewed the device therapy history and found more inappropriate shocks. The system was programmed off and the doctor may implant a trans-venous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patient was installing a light bulb overhead when the shock occurred. The shock sensing vector was set to the primary sensing vector at the time of the shock. Office testing found poor sensing in the other two vectors. Technical services reviewed the device therapy history and found more inappropriate shocks. The system was programmed off and the doctor may implant a trans-venous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.